Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the beta bionics ilet user reported they experienced a hypoglycemic event a few days ago after dinner. The user indicated they announced a meal more than 30 minutes after eating, which may have resulted in stacked insulin delivery. The ilet alerted to the low bg, which was recorded at 50 mg/dl. The user self-treated with glucose tablets. No symptoms, external assistance, or medical intervention occurred. The user was informed that the correction algorithm is designed to respond if a meal is not announced within 30 minutes. No device malfunction was identified. Bg levels were brought back into range.